Event description:
It was reported by service report that the stretcher brakes will not stay locked and the fowler cylinder is leaking onto the floor. No pt involvement or adverse consequences are reported.